Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 60 indicating a bluetooth communications error despite multiple restarts, and the device was replaced after address verification and return logistics were reviewed while the user's blood glucose remained 135 mg/dl and stable. No reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device history, internal evaluation based on similar field reports, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.